Manufacturer narrative:
The incident unit has been requested but to date has not been received for evaluation. If the unit is received, or if additional information pertinent to the incident is obtained a follow-up report will be submitted.

Event description:
The customer reported that at 9:10 on (B)(6) 2021, the medical staff operated the device to treat the patient. After about half a minute, the abnormal sound of the device was heard. The medical staff immediately checked and found that the power cord of the device was connected to the host terminal. The elbow was short-circuited and the insulation was burned through. The medical staff unplugged the power cord from the socket immediately, stopped the device and reported for repair. Then they gave comfort to the patient. No additional information is known at this time.